Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The received components are one cannula and one size obturator. A functional test was performed according to process instruction. The received obturator was impregnated with alcohol and inserted into the cannula and no obstruction or difficulties were detected during the test. A dimensional inspection was performed therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a strong, narrowing and burr resistance when inserting the obturator. The customer indicated no patient involvement.